Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and no further malfunction occurred. The customer was advised to continue using the pump and to report any recurring malfunction codes.